Manufacturer narrative:
Evaluation summary: the device has been repaired and the us probe replaced.

Event description:
The us probe is leaky. This event occurred at the time of during inspenction. There was no report of patient harm.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg38-j10ut-us is available in the USA with a 510k number k200090. If additional information becomes available, a supplemental report will be filed with the new information.